Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed or the no delivery alarm verified due to motor error alarm. The device also had cracked battery tube threads and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm the week before, and 3 motor error alarms the day of the call during bolus. The blood glucose at the time of the incident was 137 mg/dl. The customer stated that the device was not dropped or exposed to a magnetic field. The customer was unable to rewind. The device was returned for analysis.